Event description:
The patient had been experiencing withdrawal symptoms for the last month or so. The catheter had dislodged. Per the reporter the catheter had dislodged due to not being anchored properly. The catheter was revised. There were no catheter segments left in the intrathecal space and no additional actions were taken beyond the revision. The patient had been experiencing withdrawal symptoms for the last month or so. The patient was reported to be doing fine post -op. The pump was used to deliver hydromorphone, clonidine, and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8785, lot# n371250, implanted: (B)(6) 2014, product type: accessory. (B)(4).